Manufacturer narrative:
Supplement report to include the referenced report number from the mandatory and voluntary report form 3500a - uf/importer report#: (B)(4).

Manufacturer narrative:
Updated investigation conclusions: add d1102 - unintended use error caused or contributed to event. The gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and there are applicable statements. The IFU states the following: ¿ c. Percutaneous transluminal angioplasty (pta) (if treating stenotic or occlusive lesions) 1. Refer to manufacturer¿s directions for use. 2. If treating an in-stent restenosis, ensure the guidewire has traversed the lesion intraluminally before completing pta. 3. Inflate the angioplasty balloon to its nominal pressure according to manufacturer¿s directions for use. Ensure full expansion of the balloon within the lesion. Note: carefully mark the margins of the angioplasty treatment segment in order to ensure complete coverage with the endoprosthesis. 4. Following deflation of the angioplasty balloon, evaluate the results angiographically. For reference, measure the native vessel diameter, lesion length, and residual percent stenosis.¿ remove d1001 - adverse event related to patient condition.

Manufacturer narrative:
Update - h6 evaluation codes: type of investigation, investigation findings, and investigation conclusions. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Product return evaluation: the reported inability to deploy with partial device expansion was confirmed during evaluation of the returned viabahn® device. The condition of the device as returned exhibited partial inner zipper deployment with expansion near the distal tip in addition to stent graft deconstruction and zipper compression. Deployment could not be continued with traction on the deployment line exiting the distal section of the returned catheter as the inner zipper was observed to further compress proximally. Deployment could not be continued with traction on the deployment line at the endoprosthesis with no attributable cause identified during engineering evaluation. As reported from the field, the device was cut following deployment failure and withdrawn through a sheath consistent with damages observed on the endoprosthesis and delivery system. As such, the returned device is no longer representative of its condition at the time of the reported intra-procedure deployment complications, including stuck deployment line and bowstringing. The root cause of the observed partial deployment with stuck deployment line and reported bowstringing could not be established with the available information, including device evaluation. The field reported a complication associated with device advancement to the landing zone due to vessel stenosis with ultimate passage of the delivery system for deployment. Though the advancement difficulty could not be independently confirmed within a laboratory setting, the root cause is attributed to patient condition as reported. Added patient information

Manufacturer narrative:
Supplement report to include the referenced report number from the mandatory and voluntary report form 3500a - uf/importer report #(B)(4).

Manufacturer narrative:
A1- patient identifier (in confidence): patient details were requested but not provided. An internal case number is entered in this field. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, a patient underwent treatment for stenosis in the left distal superficial femoral artery / proximal popliteal artery using a 6 mm x 10 cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn® device). It was reported the physician accessed the patient via the right groin up-and-over using a 7f pinnacle® destination® guiding sheath (90 cm) over a 0.018" command guidewire to the target treatment zone. Reportedly, the lesion was not predilated, and it was tight advancing the catheter to the landing zone due to the stenosis. During the attempted deployment, the deployment line was pulled and endoprosthesis initiated distal expansion (about 1 cm) and then became stuck. The physician manipulated (moved around) the catheter and attempted to pull again. The deployment line was still stuck, the device started to bowstring and deployment was aborted. Due to concern the line may break, the decision was made to withdraw the delivery catheter. During withdrawal, the delivery catheter was pulled close to the sheath, and both were pulled back up and over the aortic bifurcation. The physician could not pull the delivery catheter all the way back into the sheath due to the distal expansion. The decision was made to cut the hub of the delivery catheter and remove the sheath. An attempt was made to use a 12f gore® dryseal flex introducer sheath, but it was too big and a dilator could not be used, so it was withdrawn. Ultimately, an 8f pinnacle® destination® guiding sheath (90 cm) was advanced and the catheter was pulled back into the sheath, and the endoprosthesis was captured inside the sheath near the arteriotomy, and withdrawn. Computed tomography angiography (cta) - runoff was performed and confirmed there was no vessel perforation. The procedure was completed by predilating the lesion, and implanting a 6 mm x 15 cm viabahn® device. It was reported there was no impact to the patient.